Event description:
It was reported by the customer that a pyxis medstation es system application not starting on medstation. Customer stated that giving error that it is unable to connect to the database and the malfunction occurred while staff was attempting to access medstation. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined med application is crashing. A technical support specialist accessed remotely instructed customer on where to resolve within the application. The system functioned as intended after technical support specialist troubleshooted the device.